Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-06-02, additional information was received from the patient's healthcare professionals (hcp) and the patient's personal assistants via a foreign manufacturer representative (rep). It was reported that patient followed a daily scheme and has done so for several years. There was nothing else done the days prior to the motor stall. When the motor stall occurred, the patient was sitting in a wheel chair waiting for some relatives to come and visit. The patient's daily scheme was reported as the following; "wakes up at 06:00 am; receives food through a duodenal probe feeding tube, during 40 minutes. That is also given 3 more times /day; then washing and clothing of the patient; the patient is lifted by a roof lift from the bed to the wheel chair at approx. 10.00 a.m; at 11.00-11.30 a.m. A daily walk outside is performed, with the patient in the wheel chair together with the personal assistants; then it´s time for more feeding, several toileting with a roof lift during the day, the patient is also using a cough machine several times a day and looking at television. Then the patient is also laying in the bed, on both the back and front once a day, with help of to position with the roof lift; at 09.00 p.m. The patient is prepared for the night in the bed." During the pump replacement, the hcp did not see anything strange to the pump, in the pocket in the abdomen or on the catheter connector. The new pump was working "good so far" and was helping the patient with daily life as expected by the hcp.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-02-25, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving lioresal (baclofen) (3000 mcg/ml at a dose of "1700 micrograms" via an implantable pump for a unknown indication for use (IFU). On (B)(6) 2016, the patient came into their local hospital approximately 2 hours after a critical pump alarm started. A critical alarm was sounding every 10 minutes. A nurse interrogated the pump and read the logs. The logs indicated the a pump motor stall occurred. The pump was in motor stall occurred state. The nurse notified the hcp and rep. An acute pump replacement occurred on (B)(6) 2016. The patient did not feel any underdose symptoms. The issue was resolved at the time of this report. The cause of the event was unknown and the patient was noted to have had a "free and calm (B)(6)." Additional information has been requested regarding the cause of the motor stall, but it was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.